Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the power switch on the front of the unit was not working. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3 and g2.

Event description:
The user facility reported to olympus that the unit would not power on when the power button was pressed. A delay in procedure of 10 minutes occurred due to the problem; there was no adverse health effect to the patient attributed to the delay.

Manufacturer narrative:
This supplemental report is submitted to provide a correction and device evaluation results. Device evaluation: the suspect device was returned to olympus and evaluated. The reported problem was confirmed - the unit could not be powered on using the power switch. In addition, it was noted that the lamp was at 500 or more hours and was a non-olympus lamp. Minor cosmetic damage was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.